Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the system controller was unable to be confirmed. The system controller was not returned for analysis; however, log files were submitted and data from the reported event date of 01may2024 was reviewed. There were no notable alarms or events active in the log file. The pump operated as intended. Multiple good faith effort attempts were sent to retrieve additional information regarding the damage to the equipment, if any alarms were associated with the damage, the serial number of the system controller, and if any product was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in the hospital with possible equipment damage. There were no unusual events recorded in the log file event history. It appeared a system controller was swapped out on (B)(6) 2024.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.